Event description:
During a remote follow-up, post-paced t-wave over-sensing (pptwos) was observed on the device. Additionally, decreased sensing variation was observed on the right ventricular (rv) lead. The suspected cause of the event was due to micro-dislodgement, which was confirmed with diagnostic imaging. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.